Event description:
Related manufacturer report number: 2916596-2022-10516, 2916596-2022-10836, and 2916596-2022-10517. It was reported that on (B)(6) 2022 the patient performed an emergent system controller exchange due to a yellow wrench alarm. On (B)(6) 2022, the patient's new primary system controller alarmed for driveline power faults and power cable disconnects. There were also low flow alarms, no external power alarms, driveline disconnect alarms, and pump off alarms. The system controller was exchanged again on (B)(6) 2022 due to yellow wrench and red heart alarms. Later that day, an emergency medical technician (emt) was called to the patient's home where they found the door on the back of the controller that covers the driveline eject button was unable to completely close. This indicated that the driveline was not completely seated into the controller. The emt plugged the controller all the way in and then closed the door and locked it in place. The display showed the pump speed to be of 5400 rpms. The patient was then transported to the hospital where they passed away.

Manufacturer narrative:
Missing patient information was requested, but not provided. Event: clarification - related MFR # 2916596-2022-10516 reports on the patient's pump and covers that patient's death. Related MFR# 2916596-2022-10517 reports on the first system controller exchange that occurred on (B)(6) 2022. Related MFR# 2916596-2022-10836 reports on the second system controller exchange that occurred on (B)(6) 2022. A request to obtain the system controller serial number has been made, but this information has not yet been provided. No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Section a: patient age and weight at time of event are estimated. Manufacturer's investigation conclusion: the reported event of difficulty inserting the driveline was not confirmed. The system controller (serial #: (B)(6) was returned for analysis and a log file was downloaded for review. A review of the downloaded log file showed 256 events spanning approximately 1 day (03jan2000 per time stamp). The clock was not set throughout the entire log file and the exact date and time of the events could not be determined. There were no notable events related to the reported event active in the log file. The system controller underwent preliminary and functional testing. The system controller was able to operate for an extended operation as intended. The reported event was unable to be reproduced. Additional provided information communicated on 25apr2022 stated that the death is not considered to be device related, the device operated as expected. The root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed for the system controller (serial #: (B)(6) and the system controller was found to pass all manufacturing and quality assurance specifications before being shipped to the customer on 04apr2022. Heartmate iii instructions for use (IFU) section 2 entitled ¿system operations¿ and heartmate iii patient handbook section 2 entitled ¿how your heart pump works¿ addresses how to properly insert/connect the driveline. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including power cable disconnect and driveline power fault alarms. Driveline power fault alarms are accompanied by yellow wrench advisory alarms. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The emergent system controller exchange performed on 15apr2022 was due to driveline power faults. The second system controller exchange, performed on 18apr2022, was due to yellow wrench and red heart alarms.